Manufacturer narrative:
H3 analysis determined that the setscrew on the implantable neurostimulator (ins) (B)(6) was backed out beyond the point of bein g able to engage with the connector block. Continuation of d10: product ID: 978b128, serial#(B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2024, product type: lead. H3 analysis of the returned lead va31h4q revealed that the conductors were broken in the distal end of the lead 26.5 cm from proximal end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va31h4q, serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va31h4q, implanted on (B)(6) 2023, explanted on (B)(6) 2024, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 24-jun-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction (incontinence, urgency, and/or frequency). It was reported that there was a damage caused or discovered during surgery. The lead was kinked at electrodes. Also, lead was not in battery. The cause was unknown. There was also an ins pocket issue because the lead was not in the ins. The cause was also unknown. The patient also reported the returned of based line symptoms- urinary incontinence. The device was removed and replaced and the issue was resolved.